Event description:
It was reported that an asymptomatic patient presented in the emergency room with a device exhibiting post sensed t-wave oversensing, which resulted in inappropriate atp and hv therapy. The device was later explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported post sensed t-wave oversensing was confirmed in the laboratory via review of stored electrograms. The t-wave oversensing was caused by low, varying r-waves, resulting in inappropriate atp and hv therapy. The device was tested on the bench as well as using automated test equipment and no anomaly was found.